Event description:
The event is reported as: the reservoir bag came off after less than 24 hours of use. No patient injury reported.

Manufacturer narrative:
The device sample was sent to the mfg site for eval. The results of the investigation are from photos and testing of stock product. Eval: method: device history record review. Results: device history record review - lot number unk but lot# 02j1001357 was substituted for review. No issues were found in the review. Pull and heat testing done and compared to photos provided by customer. Some similar condition was observed when compared to the photos. Results: the green tape used to hold the breathing bag is shorter than usual. Conclusions - complaint confirmed. Root causes: heat, flow and green tape length. The mfg team modified the set-up procedure used to set the length of the green tape dispenser. Also, a visual help with the length will be created and this will be used to adjust the green tape dispense green tape length will be created.